Event description:
Surgery inventory coordinator reported a hole in the internal basin wraps for 3 out of 4 extremity packs. No damage to the external packaging. Internal basin kit is considered contaminated and cannot be used in a sterile surgery due to concerns with sterility. The 3 involved extremity kits with hole were discarded manufacturer response for extremity pack, custom extremity pack (per site reporter). Equipment failure reported to concordance distributing on (retracted date). Concordance representative recommended I contact our medline representative regarding the equipment failure contact made on (retracted date). Medline representative responded on (retracted date).